Event description:
It was reported that during shoulder rotator cuff repair surgery, the twinfix ultra pk 4.5mm w/2 ub -wht & b suture was broken while knotting; the procedure was completed with a significant surgical delay using a 4.5pk screw in an additional bone hole no further complications were reported.

Manufacturer narrative:
H2: additional information ¿b5, h6: health effect - clinical code and health effect - impact code¿ h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture found that a material certification is required with each lot. A visual inspection of the returned device found that it is not in its original packaging. The insertion device and anchor were returned with some broken suture material. Some of the suture material is still through the suture window on the anchor. There is debris on all of the returned components. Based on the condition of the product material found during visual inspection, additional material testing is not required. Although it was reported, the twinfix ultra pk 4.5mm w/2 ub -wht & b suture was broken while knotting; per subsequent e-mail, the screw was not removed after the suture was broken, the surgeon decided to implant a 4.5-pk screw in a new hole. Since there were no other complications, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during shoulder rotator cuff repair surgery, the twinfix ultra suture was broken while knotting; the procedure was completed using a 4.5pk screw in a new hole. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.